Event description:
Report received of an underdelivery. During routine preventative maintenance testing at the user facility, the device delivered a measured volume of 11ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5%). There were no reports of any adverse pt events while the device was in clinical use. Though requested, no further info was provided.